Event description:
The customer reported that the 3100 a ventilator did not meet a performance specification. While on a patient, the ventilator stopped, the alarm leads were on but there were no audible alarms. The patient was not compromised.